Event description:
It was reported per field service report: symptom - the unit showed 2.5 cc volume when balloon connected. Findings/actions: not confirmed. Customer was using datascope balloon. Perfusion said it may have been a possible problem with set up of datascope balloon to arrow pump. Replaced interface block as a precaution. New part was found defective. Ordered new part and returned on (B)(4) 2011. Functional checkout okay. Per the field service representative (fsr), during connection with the datascope iab to the arrow pump they did not attach the arrow connector that is needed when using a datascope iab. Nothing was wrong with the pump. It was switched out and only then did they realize they needed the arrow connector. The delay / interruption in therapy reported was only the time to switch out the pumps. No medical/surgical intervention was needed. There was no report of pt death, complications or injury. The pt outcome was okay. The pump is back in service. Additional info received on (B)(4) 2011 from the fsr stated that when the pump was switched out it was to another arrow autocat 2 wave; they did not change the tubing. The issue was resolved while switching out the pump. It was realized that a arrow connector was needed to attach the datascope iab. The procedure was finished and the pt was taken off of the iabp therapy successfully. It was noted that the new part was leaking. As a result, the part was returned. A new part was ordered and has been replaced successfully.

Manufacturer narrative:
Manufacturer control no. (B)(4). Device will not be returned for evaluation.